Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low and high blood glucose while using the ilet, including a fingerstick of 53 mg/dl with a concurrent dexcom g7 value of 44 mg/dl and a highest level of 280 mg/dl, following a period of pump disconnection for approximately two hours and subsequent use of backup insulin therapy of 5 units; the ilet alerted to out-of-range glucose. Symptoms were not reported. Outcomes included correction with oral carbohydrates exceeding 30 grams and subcutaneous insulin, with glucose rising before the call concluded, and no external assistance or medical intervention was required. Investigation included troubleshooting and user education. Investigation of this case revealed cause unclear for both hypoglycemia and hyperglycemia, with user-reported stress and intermittent disconnection from the ilet as contextual factors, and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.